Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong nxt catheter inserted into a patient was returned for evaluation. An initial visual observation of the photograph showed a large circumferential split in the catheter tubing about a centimeter away from the distal connector piece. The catheter tubing appeared to not be completely fractured. No other details of the apparent damage to the device could be discerned from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
The patient's treatment required that this central venous catheter be left in place as operated on june 19, and when the patient was ready to be given fluids on june 21, it was discovered that the PICC catheter tubing was broken, preventing the infusion of fluids. The nurse punctured the patient's PICC on june 19. On the third day after the catheterization (june 21), the nurse flushed the catheter with saline and found that the catheter was leaking. After a closer look, it was found that the catheter was broken. A new catheter was immediately replaced. No other information was provided.

Event description:
The patient's treatment required that this central venous catheter be left in place as operated on (B)(6) and when the patient was ready to be given fluids on (B)(6), it was discovered that the PICC catheter tubing was broken, preventing the infusion of fluids. The nurse punctured the patient's PICC on (B)(6) on the third day after the catheterization (B)(6) the nurse flushed the catheter with saline and found that the catheter was leaking. After a closer look, it was found that the catheter was broken. A new catheter was immediately replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.